Manufacturer narrative:
H3 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for cage dislodgement. It was reported that the patient who received the l4/5/s1 plif 2 weeks ago had the l5/s1 cage (cy) placed sideways, so it was placed again and the procedure was performed again. The cy was checked in the operative field, and an attempt was made to use the extractor sleeve, but it could not be attached to the cage, so an attempt was made to fold the cage using the inserter driver, and torque limiting was used while gripping the cage with long forceps, which are owned by the hospital. However, the inserter driver did not fit properly, so the cage could not be folded. When attempting to use the inserter driver again, the practitioner operated it by separating the cage, or did the grip come off, so the cage dislocated anteriorly between l5 and s1. The surgery was completed by performing a bone graft between posterior fixation and l5/s1. A dislocated cage is scheduled to be removed at the hospital where the patient was transferred at a later date. Additional information received from manufacturer representative that the initial surgery (l4/5/s1 plif) happened on (B)(6) 2023. The cage of l5/s1 was migrated to the side, so it was scheduled to be installed again, however, cage dislodged forward between l5/s1. The surgery was completed by performing posterior fixation and a bone transplant to l5/s1 on (B)(6) 2023. It was planned to remove the dislodged cage, but the planned surgery date is unknown.